Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It is unlikely that the power supply unit and igniter have failed due to aging, because four years have passed since the device was installed in the user facility. Therefore, it is possible that the converter has failed due to an accidental failure of a component of the power supply unit. The igniter may also have accidentally failed. Olympus medical systems corp. (Omsc) surmised that this may have caused the xenon lamp to not light up. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at ocsm. The device has not been repaired in the past year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus because the lamp could not light up while preparing for use. The device was used in combination with the olympus video system center otv-s190. The user completed the intended procedure, laparoscopy, with another similar device. At the time of the failure, the patient was not yet anesthetized and the procedure was not delayed for more than 15 minutes. Olympus then inspected the device at the service department of olympus china sales & marketing (ocsm) and found that the examination lamp did not light up due to a malfunction of the converter and igniter. There was no report of patient injury associated with the event.